Event description:
Procedure type: removing neurostimulator. According to the reporter: the needle tip broke off when passing through tissue; got another suture and the same thing happened again. This time could not find tip. Closed pt without locating needle tip. There was no x-ray requested even though the needle tip was never located. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).